Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributor contacted animas and reported that segments of the display screen were missing. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged display issue.

Manufacturer narrative:
Follow-up # 1 date of submission 08/14/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2013 with the following findings: during testing, the pump powered on with a clear and legible display screen; there were no segments missing. Unrelated to the complaint, the battery compartment was cracked.